Event description:
It was reported that the patient felt the device did not meet expected longevity. It was noted that the device was programmed at high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead: (B)(6) 2011. 5076 implantable pacing lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: further analysis confirmed the low battery voltage, which caused the device failure. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. Temperature testing was performed on the device. No confirmation of a high current condition, which would have resulted in accelerated battery depletion, was observed. The hybrid was fully functional, and a root cause of the failure could not be established. The stacked chip scale package (scsp) was optically inspected after removing all of the surrounding components. No copper trace anomalies were noted on the edges of the package.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.